Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had a high blood glucose (bg) level in the 600s mg/dl. The customer did not believe that the basal delivery was lowering the blood glucose (bg) levels. The customer's bg would only be lowered after a large bolus was delivered or an insulin injection was used. The customer was hospitalized for diabetic ketoacidosis and was treated with a intravenous drip. The date of admission was reported as in the month of may. The high bg level and ketones were resolved. The customer was discharged the same day.